Event description:
It was reported that the anesthesia system failed the fresh gas safety valve test during system checkout. There was no patient involvement. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation revealed that the top hat on the safety valve solenoid was loose. The complete safety valve solenoid was replaced. The replaced part was not returned for investigation. A complete set of device logs was received and the safety valve test failure can be verified in the test log. We have not received the replaced part and has therefore not been able to determine the true cause why the top hat of the safety valve solenoid came loose.

Event description:
Manufacturer's reference number: (B)(4).